Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited high out of range impedance. Fluoroscopy showed a lead fracture. Fast heart rates were noted which resulted in inappropriate therapy. It is unknown if the inappropriate therapy was due to the lead fracture. On (B)(6) 2018 the physician removed the lead, but did not replace it since the patient no longer required an implantable cardioverter defibrillation system. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.